Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, sdi-1 input connector pin is damaged likely due to handling. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device. If applicable additional information is received, then a supplemental report will be submitted.

Event description:
The customer originally returned the olympus high definition lcd monitor due to the unit having a "bad input". After performing an initial evaluation on the device, it was discovered that the connector pin on the quantum board was damaged. This report is being submitted to capture the damaged connector pin. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted , the connector pin was found damaged. Additionally, the bezel was cracked on the top right corner and bottom left corner. However, the device did pass all other functional tests. If additional information becomes available following device evaluation, a supplemental report will be filed.